Event description:
Pta was being performed on a target lesion in the right external iliac artery with heavy calcification and moderate vessel tortuosity, the rate of the stenosis was 90%. Approach was made from the left femoral artery with a sheath (parent). A gw (cruise) crossed the lesion and pre-dilation was conducted with a bc (sterling: 2.0/20mm). Then, a smart control stent (complaint product) was advanced to the target lesion but it would not cross the target lesion due to the calcification. Therefore, additional pre-dilation was conducted with the bc and the smart control stent was re-delivered, but it was unsuccessful. Several attempts were made to deliver the smart control stent, but the distal tip of the smart control stent eventually frayed. Upon received of the device, preliminary evaluation indicated the device was "kinked to the point of separation at 10cm from strain. Kink at 1.5cm from strain and at 10cm from distal. Distal tip of outer sheath torn." The physician stopped using the smart control. Additional pre-dilation was conducted with a bc (sterling: 4.0/20mm) and a new smart control (same size) was placed in the lesion without problem and the procedure was completed. There was no adverse event and the patient is in stable condition. There will be a product return. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The stent was not deployed, because the device did not cross the target lesion. Strong force might be applied during the delivery.

Manufacturer narrative:
(B)(4). Pta was being performed on a target lesion in the right external iliac artery with heavy calcification and moderate vessel tortuosity, the rate of the stenosis was 90%. Approach was made from the left femoral artery, the lesion was crossed with a guidewire and pre-dilation was conducted. A smart control stent (sds) was advanced to the target lesion but it would not cross due to calcification. Therefore, additional pre-dilation was conducted and the smart control stent was re-delivered, but it was unsuccessful. Several attempts were made to deliver the smart control stent without success and finally the distal tip of the smart control stent eventually frayed. The stent was not deployed and the physician removed the smart control sds. Additional pre-dilation was conducted and a new smart control was placed in the lesion without problem and the procedure was completed. There was no adverse event and the patient is in stable condition. The product was stored, handled, inspected and prepped according to the instructions for use and nothing unusual was noted. Strong force might have been applied during attempted stent delivery. Upon received of the device, preliminary evaluation indicated the device was "kinked to the point of separation at 10cm from strain. Kink at 1.5cm from strain and at 10cm from distal. Distal tip of outer sheath torn." One non-sterile pkg smart control, iliac 7x60 received coiled in a plastic bag. Locking pin and stent were not received. Three kinks were detected at 1.5 cm, 4.7 cm and 5.9 cm from ID band and one kink was noticed at 10 cm from tip distal. The outer sheath was found partially separated at 9.9 cm from ID band. Brite tip was found damaged 'frayed.' Blood residues were found. No other anomalies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Functional test was performed. The unit was introduced trough 6 fr cordis catheter sheath introducer and no friction/resistance was felt. During microscopic analysis could be observed the brite tip was damaged 'frayed.' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The causes of the 'outer sheath separated' and 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported 'frayed/split/torn-in patient' by the customer was confirmed; the cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the analysis suggests that the failure is related to manufacturing process. Therefore no actions were taken. The failure reported 'failure to cross' by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is related to manufacturing process. Therefore no actions were taken. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event.

Manufacturer narrative:
This device was returned for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). No further information is available and no further reports will be forthcoming for this event.